Event description:
It was reported that the pt had six to eight inches discomfort area into the thigh. His right leg is weaker than the left leg. His right leg feels sore and stiff. He had x-ray on friday (B)(6) 2012 and will do an MRI and blood tests.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.